Event description:
It was reported to resmed (B)(4) that the power cord of the astral device is not working. There was no pt harm or injury reported as a result of this incident. MFR #: 3004604967-2015-00193.